Manufacturer narrative:
Device analysis report attached. This report is submitted on may 15, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to lack of benefit. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the previous device analysis report was incorrect. Updated device analysis report attached. This report is submitted on july 4, 2024.